Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two infusion set fell off during use. The site of insertion wss abdomen. The infusion set was in use for 12-14 hours.patient replaced infusion set and resumed insulin successfully no further information available.